Event description:
It was reported the customer's insulin pump had cosmetic damage. The customer's blood glucose was 200 mg/dl. Customer stated there was a piece missing from their reservoir and a crack was present on the left side of their screen. Customer also reported a crack was present along the bottom of the down arrow button. Customer stated the damage was caused by bumping their insulin pump. The customer also requested a replacement belt clip. The customer was advised to disconnect from their insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked battery tube threads and broken pump belt clip slot. The insulin pump belt clip was not returned with insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.